Event description:
It was reported the device did not lock in the ucr set screw hook (part number- 14-0010 lot# a0842a) during lumbar spine surgery. The devices were not used to complete the surgery. Spare devices were available but the surgeon felt unsure if they functioned properly. However, "felt confident that it was locked enough to leave." There was no patient injury and a 5 minute delay in surgery reported.

Manufacturer narrative:
To date this device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.